Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 403 mg/dl. The high blood glucose was 301 mg/dl at the time of incident. The current blood glucose was 448 mg/dl. The customer experienced symptoms such as difficulty breathing. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose. The customer was alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.